Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a breast surgery, the megadyne generator was set to standard coag at 35 watts and the tip of the instrument was sparking. The doctor lowered the wattage to 20 watts on coag and completed the case with no consequences to the patient.